Manufacturer narrative:
Na.

Event description:
Customer complained of three patients with discrepant inr results between coaguchek xs meters (B)(4) and a lab using the stago neoplastin reagent. On (B)(6) 2018, patient 1 was tested by fingerstick on meter (B)(6) and the result was 7.9 inr. Patient 1 was then tested by the lab within 7 hours and the result was 4.4 inr. On (B)(6) 2018, patient 2 (female, (B)(6) years old, birthday (B)(6), weight unknown) was tested by fingerstick on meter (B)(4) and the result was 7.4 inr. Patient 2 was then tested by the lab within 7 hours and the result was 4.8 inr. On (B)(6) 2018, patient 3 (no information was provided) was tested by fingerstick on meters (B)(4) and the results were 5.8 inr and 6.1 inr. The customer was not sure which result was from which meter. Patient 3 was then tested by the lab within 7 hours and the result was 4.5 inr. Patient 1 has a therapeutic range of 2.0-3.0 inr. Patient 2 has a therapeutic range of 2.5-3.5 inr. Patient 3 did not have a therapeutic range provided. Patient 1 had no diet changes and no changes to warfarin dose prior to the result. The patient did have a cold and was taking some codeine cough syrup as treatment. Patient 1 did not have any symptoms of a high inr. Patient 2 had no changes in health or medications prior to the result. The patient had stopped eating greens prior to the result and was stressed. Patient 2 did not have any symptoms of a high inr. It was not known if patient 3 had any changes in diet, health or medications prior to the tests. Patient 3 did not have any signs of a high inr. There was no allegation of an adverse event. Retention test strips ((B)(4)) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.